Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted meeting position, anchor, seal and size (pass) criteria. The compression was in the high 30s, after release the closure device shifted proximal until it was nearly all the way out. The closure device was successfully retrieved percutaneously via non-boston scientific (bsc) large bore sheath and snare and a 31mm closure device was implanted without incident. After meeting pass criteria, the closure device was successfully released. Per the physician the higher compression was the reason of the shift. The patient left the procedure room in stable condition and on (B)(6) 2025 the patient was doing well and was being discharged. The patient is fully recovered.